Event description:
Additional information received from a manufacturer representative indicated the pump was returned after reporting the event. The estimate time of arrival was unknown.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Eval code-conclusion no longer applies.

Manufacturer narrative:
Conclusion code no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Pump interrogation revealed infusion of morphine at 6.496 mg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving morphine 20 mg/ml at 5.5 mg/day via an implantable pump. It was reported that the physician programmer showed motor stall. The patient had withdrawal symptoms and ¿had been in intensive care (oral medication).¿ a pump replacement was performed on (B)(6) 2016. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved. It was noted that the patient status was alive with injury. Details of this injury included withdrawal symptoms and oral medication given.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.